Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue, noting that the energy select button on the main keypad assembly was damaged. Physio then replaced the main keypad assembly and completed unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was that the energy down button was physically damaged. The damaged energy down button caused a short which disabled the energy select, analyze, charge and shock buttons on the device. A clinical review of the file was performed; however, it was determined that the device use did not contribute to the outcome of the patient because the customer had reported that the patient's rhythm was asystole during the event.

Event description:
The customer contacted physio-control to report that during a recent patient event none of the buttons, other than the on button, were responsive when pressed. As a result, defibrillation was not possible. The patient, a (B)(6) year-old male, had been complaining of shortness of breath. The patient had a history of terminal metastatic cancer and was conscious when first responders arrived on scene. During treatment, the patient went into cardiac arrest. Ems personnel on scene observed that the patient¿s heart rhythm was asystole. Ems personnel cycled device power; however, none of the buttons, other than the on button, were responsive when pressed. After administering medication to the patient, the patient¿s heart rhythm went into bradycardia and then back into asystole. No backup device was available. The patient did not survive the event.

Manufacturer narrative:
D ate of event -in initial medwatch report should indicate: (B)(6) 2015.